Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the root cause was attributed to patient factors, ¿very sick¿ and ¿frail¿, in addition to moderate native leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post transfemoral valve deployment, the patient began to lose their blood pressure. Initially, the team thought there may have been a pericardial effusion via the pacing wire. However, after performing a pericardialcentesis, hypotensive symptoms did not improve and the patient continued to decline. While the team prepared to shoot a root injection, the team quickly reviewed the pre-implant tee against the post-implant tee and noticed a "large notch" above the valve at the septal wall. The root angiogram confirmed an annular rupture. The patient was inoperable so the team tried several alternatives before the case was terminated. The patient expired on the table. Cta sizing (470mm2) was confirmed with 3d tee. Balloon aortic valvuloplasty (bav) was successful with a 23mm balloon (21cc). The valve was deployed with 23cc. The sinuses of valsalva measure 26mm x 28mm, with moderate obliteration and moderate calcification. The aortic root was moderately calcified. The sinotubular junction (stj) measured 28mm with mild calcification.